Event description:
Patient reported left side "solid nodule", "capsular contracture" baker grade unknown, and "subcutaneous image in the infero-medial line of the left breast suggestive of a post-surgical granuloma with a small liquid collection surrounding it" diagnosed via ultrasound. Device remains implanted. It is unknown if treatment occurred.

Manufacturer narrative:
Continued h.10. Related report numbers: additional events relating to the device in this record are reported in mrns 9617229-2024-19832 and 9617229-2024-19892. The events in mrn 9617229-2024-19832 were treated on (B)(6) 2023 , and the events in mrn 9617229-2024-19892 occurred in (B)(6) 2024 . A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture", "granuloma", and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; "post-surgical granuloma with a small liquid collection".